Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received 9/25/2013 does not confirm any inaccurate blood glucose reading for sensor inserted (B)(6) 2013. The data confirms the device was working according specification.